Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2016 with nausea, vomiting, and group b streptoccocal septicemia. While in the emergency room, an interrogation of the system controller revealed occasional pump power/estimated pump flow elevations had occurred every 1-2 days prior to admission. The patient had been very ill with vomiting, and there was no consistent pattern identified. Since admission, pump parameters were noted to be trending up with pump power and estimated pump flow values being consistently increased with the pulsatility index decreased. It was reported that pump thrombus had been suspected for a period of time and although the patient's lactate dehydrogenase (ldh) levels were usually in the 850 u/l range, the patient's ldh had decreased to 660 u/l and mean arterial pressures were stable at 78 mmhg. A ramp echocardiogram was performed and pump powers and estimated pump flows returned to the 5 watt/5 lpm range and pulsatility index had decreased to 4-4.5. It was not known if a thrombus might have been dislodged as the patient was asymptomatic and felt well. The next day, it was reported that the patient suffered a large cerebral bleed. A mycotic aneurysm was suspected. The hospital's plan was to remove patient from life support. No further information was provided.

Manufacturer narrative:
A correlation between the device and the report of cerebral bleed and possible thrombus could not be conclusively determined. Thrombus and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was taken off life support and expired on (B)(6) 2016. The pump was not explanted.